Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found that the battery voltage dropped from 2.58v to 2.36v within one month. Based on all available parameter and usage information, the device was found to be below the expected limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent out to the vendor for further evaluation. The cause for the premature battery depletion could not conclusively be determined since the device was not received until (B)(6) after the initial complaint. It is believed that the device was potentially set to higher settings earlier in the implant period.

Event description:
It was reported that the device reached end of life, 29 month post-implant. Premature battery depletion was suspected.